Event description:
It was reported to philips that the system was unable to trigger x-rays, and the monitors kept going out, impacting imaging. The device was initial clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the issue was that the flex vision monitor was unable to power on intermittently. According to additional information acquired, the system was in clinical use at the time of the reported event. After a system restart, the procedure was completed. A philips field service engineer (fse) inspected the system onsite and suspected a defective pdu dual switch module. After replacing the pdu dual switch module, the system has been returned to use in good working order. The pdu dual switch module was returned for further analysis. Functional testing was performed and it was found that the output delivered no power resulting in no displayed images on the flex vision monitor. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigation's provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcome.